Event description:
R2018-33, 214234243- gel rolled/displaced on back pad. Only 2 rounds of compressions done. Sent back to mfg. 2622b- zoll pads were attached to zoll defib device and were tested per routine check. Pads did not fire and failed test. Another set of pads was attached to the device and this test passed the check. Will be sent back to mfg.